Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other company¿s devices were used during this study: an irrigated unipolar rf ablator (visitrax, ncontact surgical, (B)(4)); an intracardiac echocardiographic guide (acunav; acuson, (B)(4)). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient in the endocardial-ablation-only group developed cardiac tamponade, and was treated with pericardiocentesis. Additional information was received on 09/27/2016 indicating that the author assessed most of the complications were due to the surgical procedure. Title: "hybrid procedure (endo/epicardial) versus standard manual ablation in patients undergoing ablation of longstanding persistent atrial fibrillation: results from a single center." The purpose of this study was to evaluate the differences in success and complications, between a combined concomitant surgical/endocardial procedure via pericardial access, and their standard endocardial approach, in the treatment of standalone lspaf. Fifty nine patients were enrolled in this study. An irrigated unipolar rf ablator (visitrax, ncontact surgical, (B)(4)); and a circular mapping catheter (biosense webster, (B)(4)) were used in this study. Bwi takes conservative approach to open this complaint under the circular mapping catheter, however catalog and lot number are unknown.